Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 259 after lunch, with glucose trending upward and fluctuating despite insulin delivery; a visual inspection found no leaks, kinks, or bubbles, the infusion site was dry, and the user was using a contact detach 23-inch, 6 mm set. Symptoms included no clinical manifestations. Outcomes included self-resolution of hyperglycemia with glucose correcting to 130 and no medical intervention or hospitalization. Investigation included user troubleshooting and education with review of infusion set function and supplies. Investigation of this case revealed no confirmed device malfunction or component damage, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.